Event description:
It was reported by the physician that the patient underwent an ion endoluminal lung biopsy procedure and experienced a major bleed. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, no response was received from the physician.

Manufacturer narrative:
At this time, there are no duplicate complaints involving this product and/or this event. A system log review cannot be performed without a specific event date. Verification of the event details cannot be performed via system logs because a specific event date was not provided. .